Manufacturer narrative:
Additional information provided: evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Blood and solution were observed on the returned product. The product was returned and damaged was observed. The lens was returned in a container with a lid. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge and viscoelastic was used with an unapproved handpiece. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for poor distance vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Customer reported that following intraocular lens (iol) implant surgery, a patient reported poor distance vision. The lens was exchanged. Additional information has been requested.

Event description:
Additional information was received from the surgeon, who reports that the event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested by email and phone (B)(4) 2015. A completed questionnaire was not received. (B)(4).